Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) and transvenous implantable lead exhibited noise on the rate/sense channel resulting in oversensing and pacing inhibition. The noise could not be reproduced with isometrics, deep breathing, or pocket manipulation.